Event description:
It was reported that during the procedure in the mid posterior tibial artery for treatment of a total occlusion, a ht winn 40 guide wire, a ht winn 80 guide wire, and a ht winn 200 guide wire were advanced. During recanalization of the calcified occlusion, a drilling technique was used and resistance was felt. Force was applied during the drilling technique and approximately 7 mm of the ht winn 200 guide wire tip separated. There were no interventional attempts made to retrieve the separated segment as the tip embedded itself in the posterior tibial artery. The remainder of the guide wire was withdrawn from the anatomy without resistance and a non-abbott guide wire was advanced and used in the treatment of the occlusion and restoration of blood flow. There was no adverse patient sequela and no significant clinical delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, clinical analysis of images provided by the site indicates possible balloon angioplasty to embed the foreign body into the vessel wall.

Manufacturer narrative:
(B)(4): excessive force. Evaluation summary: the guide wire was returned without blood or contrast visible. The core and polymer were separated 28.5 centimeters (cm) distal to the proximal end of the polymer. The separated portion, including the tip, was not returned. There were two kinks in the core 2 millimeters (mm) and 16.5 cm proximal to the separation. There was a bend in the core 3 mm proximal to the separation. There was no other damage noted to the guide wire. Scanning electron microcopy (sem) analysis was performed and the results indicate that the core failure may be attributed to torsional overload. This torsional overload is consistent with the reported drilling technique against resistance. It is likely that the distal tip of the wire was lodged within the calcified occlusion and twisting the proximal end of the wire with force caused the core to be subject to overloads beyond the material limitations. Additionally, the sem results suggest that the coil failure may be attributed to tensile overload. This is consistent with pulling the wire with force causing the coil to detach. The tip was embedded in the vessel wall and there were no retrieval attempts. It was reported that the ht winn 200 guide wire was torqued or drilled with force against resistance, it should be noted that the ht winn instruction for use (IFU) warns: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Do not: torque a guide wire if the tip becomes entrapped within the vasculature. It is likely that failing to follow the IFU warnings contributed to the tip separation. Cine images were returned and reviewed by an abbott clinical specialist. The imaging supplied supports the claim that a small piece of the guide wire tip, estimated to be approximately 7 mm, was detached and remained in the left tibial artery. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there has been no other incidents reported for this lot. There is no indication of a product quality deficiency. Manufacturing inspects 100% of the guide wires, and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: winn 40, 80; shinobi. Guide cath: berenstein. Sheath: 55 cm. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.